Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required) and pelvic pain ("feel your pain with mine still in"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the surgery outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for surgery with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: cross referenced with case number : 2014-055274 cross referenced with case number : 2017-184247 most recent follow-up information incorporated above includes: on (B)(6) 2018: content from plaintiff fact sheet received. Reporters added. New event feel your pain with mine still in was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery / had essure for 4 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pelvic pain ("feel your pain with mine still in") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, weight increased and nausea outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered nausea, pelvic pain and weight increased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event nausea added. Previously reported event of surgery updated to "had essure for 4 years". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), experienced pelvic pain ("feel your pain with mine still in") and was found to have weight increased ("weight gain"). The patient was treated with surgery (unspecified surgery). Essure treatment was not changed. At the time of the report, the surgery and weight increased outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for surgery with essure. The reporter considered pelvic pain and weight increased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Cross referenced with case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), experienced pelvic pain ("feel your pain with mine still in") and was found to have weight increased ("weight gain"). The patient was treated with surgery (unspecified surgery). Essure treatment was not changed. At the time of the report, the surgery outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for surgery with essure. The reporter considered pelvic pain and weight increased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Cross referenced with case number :(B)(4). Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - new event : weight gain added. New reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter provided no causality assessment for surgery with essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.